Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was giving error code 1008. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) was onsite and advised the customer that their unit logged a 1008 error code. The rse then advised the customer to the latest version of the service manual to resolve the issue, which was to replace the cable for data acquisition (da) to motor control (mc) printed circuit board assembly (pcba) and the da pcba. The rse provided the customer with the parts numbers. The rse followed up with the customer and confirmed that the parts were received for installation. The customer replaced the cable for da to mc pcba and the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.